Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the procedure was completed successfully.

Manufacturer narrative:
Additional device product codes: gff, gfa, and hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the procedure it was discovered that a guidewire was in the cannulated drill. The drill lumen was obstructed. When the guidewire in drill was removed, blood and bone parts from a previous surgery were discovered. The loan set came from a third-party supplier. There was a surgical delay of five (5) minutes. Concomitant device reported: guidewire (part number unknown, lot unknown, quantity 1). This report involves one (1) 13.0mm cannulated drill bit 300mm. This is report 1 of 1 for (B)(4).